Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 471mg/dl and 217mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.